Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed, however the cause is unknown. One 3cg stylet reportedly from a 4 fr single lumen powerpicc solo kit was returned for evaluation. One photograph of what appears to be the same 3cg stylet was also returned for evaluation. An initial visual observation of the returned sample showed a severe bend 5.3 cm distal to the stylet tip. Three less severe bends were observed 27 cm, 40 cm, and 51 cm distal to the stylet tip. The length of the stylet, distal to the yellow handle, was measured to be 78 cm. The length of the white insulated wire was measured to be 68 cm. The connector on the distal tip of the white insulated wire was observed to be missing. The red warning hangtag and the t-lock assembly were observed to be returned still on the stylet. A microscopic observation revealed blood residue on the sample. The distal tip of the stylet was observed to be undamaged. The severe bend near the distal end of the stylet was observed to be between two of the magnets. The inner wire appeared to be fractured however the outer coating was observed to be intact. During manipulation, the sample broke at the bend. Necking was observed on the proximal fracture surface of the stylet. Both fracture surfaces of the stylet were observed to be granular in texture. The fracture surface of the white insulated wire exhibited evidence of being cut with a sharp instrument. The cause of the bend and partial break in the stylet is unknown; however, based on the returned photograph and the description of the reported event, possible contributing factors include damage during manipulation, insertion, or retraction of the stylet. As a note, the product IFU states: ¿avoid sharp or acute angles during implantation¿ and ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0429 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that after multiple unsuccessful attempts to advance a PICC catheter, the procedure was terminated with the PICC line left short of optimal position. The stiffening wire was removed from the PICC line with the tip of wire noted to be completely bent over at approximately 6 cm from the end of wire. The wire looked to be sheared at the 6 cm point. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed, however the cause is unknown. One photograph of a 3cg stylet reportedly from a 4 fr single lumen powerpicc solo kit was returned for evaluation. An initial visual observation of the photograph showed the white wire and the stylet of what appears to be a 3cg stylet assembly. The red warning hang tag, as well as the reference and lot numbers were also observed in the photograph. Clear tubing was also observed in the lower part of the photograph. The stylet appears to be bent and partially broken near the distal tip. The cause of the bend and partial break in the stylet is unknown; however, based on the returned photograph and the description of the reported event, possible contributing factors include damage during manipulation, insertion, or retraction of the stylet. As a note, the product IFU states: ¿avoid sharp or acute angles during implantation¿ and ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿